Event description:
Was changing the clave. When employee went to screw on the new clave, the tip of the PICC line came off the catheter. Immediately clamped the line with hemostats and then placed a sterile 2 x 2 over the end. Physician notified and line was discharged. New piv was started per rn. D10 was hung in place of tpn because the tpn contained calcium. Family notified and discussed plan of care with them.